Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the piston takes a long time to return, resulting in continuous suction.

Event description:
It was reported that the piston takes a long time to return, resulting in continuous suction.

Manufacturer narrative:
The device was not returned for inspection in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: suction issue. Probable root cause: 1. Severe shipping conditions. 2. Material/design error. 3. Damaged equipment. 4. User error. The reported failure mode will be monitored for future reoccurrence.